Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 48mg/dl. Customer treated with food. Customer indicated that their blood glucose value was 61mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer declined to check the pump programming as they did not want to disconnect from the pump. Customer declined further low blood glucose troubleshooting and indicated that they would call back.